Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was reported that the patient was hospitalized for the event. At the time of this report pd therapy was ongoing and the patient outcome was not reported. No additional information is available.